Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 375cc saline breast implant, catalog # 3502375, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 375cc and experienced deflation on the right breast implant. The deflation was confirmed by physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Device evaluation summary: it was reported that a 60 year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 375cc and experienced deflation on the right breast implant. The deflation was confirmed by physical examination. The complaint device was returned to mentor: however, the explantation date is still unknown. The device was returned to mentor without fluid inside. White material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection the device appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. The complaint was not confirmed for deflation. At this point it is not possible to determine the etiology of the white material found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).